Event description:
A malfunction alarm labeled "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy while waiting for a replacement pump from technical support.